Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient's catheter was not patent. The date of the event/difficulty was unknown. A dye study was performed. A catheter replacement was planned. The issue was not resolved at the time of the event. The patient's medical history and other medications (oral, etc.) Received at the time of the event was unable to be obtained. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.